Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed and no parts were replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the pendant cable was replaced and then no x-rays in 2d mode were able to be made. No patient was present at the time of the event.